Event description:
This patient is a cranioplasty case with a programmable shunt valve. Even after the pressure was adjusted to 200 mmho, the valve remained collapsed. We recommended that the physician install an siphon-x device; however, the physician suspected a malfunction in the valve itself and therefore decided to replace the entire valve assembly. The postoperative outcome was favorable.